Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the proximal aortic neck was 21mm. The iliac vessels were non-tortuous. The common iliac vessels were 15mm without calcium and the external iliacs were 10mm with mild calcium, it is reported that the stent graft was successfully deployed, however, the aneurysm neck was long and when the runners were pulled, the stent graft slipped .5cm-1cm and the right hypogastric artery was unitentionally occluded. However, a good seal was achieved and an aortic cuff was not required. It is reported that the stent graft slipped due to the motion of the runners and the device not being supported "northward" while the runners were pulled which contributed to the slippage. The delivery system was removed from the pt without difficulty. Further info from the facility is pending. The pt was reported to be fine and there was no add'l adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.